Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the leak occurred due to a cracked fitting for port #1 (line 1) coming from the pierce needle for the rinse/vent of needle. The fse proceeded to replace the fitting and verified the repair as per established procedures. Results: failure mode of the leak is attributed to cracked fitting for line 1 of pierce needle. (B)(4).

Event description:
The customer reported that approximately 3 to 5 ml of waste fluid leaked from the lh 500 hematology analyzer and onto the countertop. The customer indicated that the leak appeared to be from the lower front door area. The customer could not locate the source of the leak and stated that the instrument was being used in open mode. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.